Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further informaton is expected. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - boston scientific reported that this rv lead impedance was over 3000 ohms. An xray confirmed that the conductor was broken at the subclavian. This lead was capped and replaced.